Event description:
The patient received her scs system which included an ipg and two paddle leads that were placed in the occipital region for migraines (off label location and indication) on (B) (6) 2006. It was reported that the patient lost stimulation on one side and the lead impedance measurement was invalid for all contacts. The other lead also had an invalid impedance measurement for one contact. An x-ray was taken which showed that one of the leads had migrated from its original position. During the explant procedure on (B) (6) 2007, the physician noted that one lead moved easily within the anchor and the other lead appeared to be fractured. The explanted leads were returned to ans for evaluation. Follow-up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One lead had all wires broken at the end of the paddle strain relief and failed continuity testing. The other lead had a wire for channel 4 broken and failed continuity testing for that channel. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.